Manufacturer narrative:
The investigation for the reported purge leak has been completed. The pump was not returned for evaluation. However, clinical details state that the proper steps were not followed when connecting the purge components. Therefore, the cause of the issue was use related.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 19-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant reported that proper steps were not taken and yellow to yellow were not properly connected in order to purge the impella prior to inserting it in the patient¿s body. The pump was entered through the sheath momentarily into the body and removed without connecting purge line. Blood entered the motor gap junction, and the pump could not be used with confidence, and it was replaced. This event did not cause patient¿s harm.